Event description:
It was reported that the patient is deceased and died approximately seven months post the implant of a cardiac resynchronization therapy w/defibrillator (crt-d). The patient was found expired at home on the couch. The manufacturer's representative was called to the office of the medical examiner (me) to interrogate the patient's device at the request of the physician. The physician was requesting evaluation for "possible arrhythmias and device function." The device and leads were explanted and sent with the patient's body to the funeral home. A return mailer was provided for product return. A save to disk was sent to the manufacturer for analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information have been unsuccessful. The cause of death is unknown.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information have been unsuccessful. The cause of death is unknown. Evaluation summary: (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found. The device was later returned to the manufacturer and analyzed. No anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information have been unsuccessful. The cause of death is unknown. Evaluation summary: (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found.